Event description:
It was reported that an ongoing cartridge alarm intermittently occurred during insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by administering a manual injection. Customer loaded a new cartridge to resolve the issue. The customer reverted to manual injections for insulin therapy.